Manufacturer narrative:
The investigation of the impacted product was completed by the failure analysis lab on march 29, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 26, 2023. Explant and replacement with 370cc mentor memorygel xtra breast implants was performed on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 7, 2023. In addition to the right sided capsular contracture reported initially, the patient also experienced left sided capsular contracture. This report relates to the right prosthesis. See 1645337-2023-02345 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on february 28, 2023. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female who underwent primary breast augmentation with a 370cc mentor memorygel xtra breast implant experienced right sided baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.